Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. Evalution found error massage, error code was present, pca burned, outlet seal contaminated, white led with low intensity. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.